Event description:
The customer reported that near the end of surgery, smoke and an abnormal odor came from the system. No pt injury was reported.

Manufacturer narrative:
A ge rep removed the cover and evaluated the system, but could not find any burnt parts. System operates as intended.